Event description:
It was reported "patient has an iab in place and has red flecks in helium driveline. Alarm history shows "high pressure" alarms". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is unknown.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in a cardboard box and was in a biohazard bag. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully un-wrapped. The teflon sheath was on the iabc; blood was noted inside the sheath sidearm. Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The fos yellow jacket cabling was cut near the iab bifurcate. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was in-tact. The cal key was examined, and no damage was noted. The bladder thickness was measured at six points with measurements ranging from 0.0056in-0.0064in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos connection was unable to be tested due to the cut fos cabling. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediately push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested in accordance with testing methods from manufacturing procedure. The bladder did not inflate due to dried blood in the helium pathway. The iabc was placed in a warm water bath to remove the blockage. The leak test was performed after the blockage was removed, and a leak was immediately detected from the iabc bladder. Under microscopic inspection, abrasions were observed from approximately 20.3cm to 20.8cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 20.6cm and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was front loaded through the iab luer end. Resistance was noted at approximately 57.3cm from the iab luer, which is the location of the blocked central lumen. The guidewire was able to advance through the central lumen while excreting blood. Blood exited with the guide-wire. The guidewire was back loaded through iab distal tip. Resistance was noted at approximately 25.6cm from the iab distal tip, which is the location of the blocked central lumen. The guidewire was able to advance through the central lumen. Blood exited with the guidewire. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed before inserting the guidewire into either end. Another attempt to aspirate and flush the catheter was successfully completed after clearing the blood clot. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "iab rupture" is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action is required at this time.

Event description:
It was reported "patient has an iab in place and has red flecks in helium driveline. Alarm historyshows "high pressure" alarms". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported. The patients current condition is unknown.